Event description:
Customer states that a false low patient psa result of '0.0' ng/ml was obtained from the access system and reported. User acknowledged that the psa reagent pack was loaded incorrectly on the system. The pack was loaded in the wrong location. This appears to be a user error event, however a system 'ind' flag should have been generated to alert the user of the error. There was no death or serious injury associated with this event. A false low psa result could contribute to a delay in diagnosis or changes in the course of treatment. Beckman coulter feels this event requires reporting under 21 cfr 803.